Manufacturer narrative:
(B)(4). After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region 24#, its non-osseointegration was observed. No further information was provided.